Manufacturer narrative:
Consumer reported that her son experienced red, burning, and irritated eyes after using product. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The consumer recovered. The complaint sample was not returned for evaluation.

Event description:
Consumer reported that her son had been using product for less than a month when she noticed the solution was not ¿bubbling¿ as much as she thought it should. Upon her son¿s latest use of this product, his eyes became red and irritated for three days. Consumer¿s mother reported that her son experienced burning in both eyes. Consumer¿s mother reports that consumer is recovered. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.